Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit cuff had inflation/deflation issue. It was indicated that another tracheostomy cannula was used.